Event description:
A vns patient called and reported that she was on her way to the emergency room as she just had a really bad seizure. On (B)(6), the patient was admitted to ICU for status epilepticus and at that time it was decided to replace the patient's vns generator. Good faith attempts were made for further details about the event and thus far no more information has been received. The explanted generator was discarded therefore will not be returned for analysis.

Event description:
An implant card was received to the manufacturer on (B)(6) 2012, indicating the vns generator was replaced due to "near end of service = yes". Device diagnostics with the new generator and resident lead were within normal limits.

Manufacturer narrative:
Operator of device, corrected data: the initial MDR report inadvertently listed the operator of the device as the health professional. The operator of the device is the patient. Type of report, corrected data: the initial MDR report inadvertently omitted the 30-day report designation.

Event description:
Additional information was received that in fact the explanted generator was not discarded and was available for return. The explanted generator was received by the manufacturer for analysis. Analysis of the explanted generator was completed. Analysis confirmed that the battery had reached an end of service state. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The device performed according to functional specifications.